Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited elevated threshold measurements and loss of capture. The lv outputs had been increased at that time and the patient was referred to their physician. Additional information was received which noted that the lead was later surgically abandoned and replaced. No additional adverse patient effects were reported.